Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high power" event was confirmed via review of the controller log files, which revealed an increase in power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator during routine patient updates. The patient was admitted from home on (B)(6) 2016 with n/v (nausea/vomiting) and hematuria. Ldh (lactate dehydrogenase) 1169 on admission with an inr of 2.0. Site reports that the patient is not the most compliant with her warfarin and her inr fluctuates often between 1.2 and 3.5. Vad parameters on admission: 4.3lpm / 2800 / 5.5 w (borderline high powers). A tte (transthoracic echocardiogram) on (B)(6) 2016 showed her av failing to open consistently, trace ai, and lvidd (left ventricular internal diameter) of 7.3cm. A CT angio was not done. Log files were sent on (B)(6) 2016 which showed normal pump parameters (5.9l / 2800 / 4.8w), but a rise in power was observed starting on (B)(6) 2016. The patient was taken to the catheter lab on (B)(6) 2016 for direct tpa administration. Ldh 1103 that morning. The patient received 5mg over 5min then a continuous IV infusion was started at 1mg/hr for a total of 22mg (received 27mg of tpa in total). Post-procedure, ldh was 1085 that evening and continued to downtrend to a low of 438 at discharge. Hematuria resolved. Post tpa infusion, a heparin gtt (glucose tolerance test) was started to bridge the patient to a therapeutic inr. Pump thrombus was suspected due to the hemolysis but never confirmed. The patient was d/c (discharged) home on (B)(6) 2016 on warfarin and asa 325mg daily. Her inr goal has been adjusted to 2.5-3.0. To date, the patient has been doing well at home with no further issues regarding hemolysis or thrombus.